Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic lower anterior resection procedure, the device did not fit with a versaone 5 mm port in use. There was friction within the port causing use of the device to be very unsmooth and unprecise. A harmonic hd1000i was used to continue the procedure. No piece of the device fell within the patient cavity. There was unanticipated tissue loss/damage. There were unintended small burns with the l-hook from the ligasure, due to friction within the port. The damage was permanent. The patient had undergone chemotherapy or radiation treatments. There was no injury. The burn was about 1 cm was with monopolar energy to unintended fatty tissue, and the device was being activated at the time. No treatment was required. The burns were from the inability to use the device smoothly through the trocar. When the physician moved the instrument a bit forward, it accidently moved 5-6 cm instead, causing him to burn an unintended location.